Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedances. Furthermore, the rv lead exhibited out of range measurements. Technical services (ts) recommended to increase the upper range and in case the measure was above 150 ohms, consider a synch max energy shock. This rv lead remains in service. No adverse patient effects were reported.